Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/27/2017 with the following findings: during investigation the battery compartment was found to be cracked from the top. Unrelated to the original complaint, the bolus button was found to be unresponsive with the slug missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.